Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure to treat deformity with fixation. It was reported that there was a breach at t2 during a scoliosis procedure from t2-t12. Two registration were done during the procedure and each registration was successful. The first segment was from t8-t12 and a few of the trajectories were not per the surgeon's plan and anatomical knowledge. Left t11 was medial. The second registration was done from t2-t8 using a dual clamp as the mount. There was a medial breach at left t2 and the right t3 and t4 screws were medial. The surgeon decided to abort the use of the guidance system and free hand the screws. The manufacturer representative noted that in a few levels, drilling was done and a few were tapped using the guidance system. The medial deviation was less than 3.5 mm. The cause of the deviation was not determined as the adjacent levels and different sides were accurate. There was no patient harm and the procedure was delayed less than an hour.

Manufacturer narrative:
H3: analysis of the software export was completed. Clinical export data file was thoroughly inspected. The log file was examined with respect to all intraoperative fluoro images in order to inspect and understand procedure workflow. Analysis reproduced the registration results. The registration was successful, resulted in green values for all vertebrae with no apparent shifts. Analysis reviewed the planning of the executed trajectories. T2 left was planned with a medial skiving potential which may have led to a breach of the canal. T3 right and t4 right were also planned with medial skiving potentials. Moreover, the angles were planned as higher than 12°, hence having a higher probability to be subjected to soft tissue pressure when instrumenting. Confirmation images were provided in the export file only for t11 left, which was deemed medial but seemed slightly inferior and in the pedicle. The surgery approach was open, and a dual clamp was used as the mount on t6 and t9. According to the surgical technique, in open procedures, the recommendation is two vertebrae above the upper clamp and two below the lower clamp onto which the dual clamp was mounted. The current case was planned for 12 levels and the accuracy of the system may be compromised when operating outside the platform range. Platform or anatomy shift are less likely, as accurate screws were performed in-between the deviated ones. After ruling out platform or anatomy shift, analysis concluded the root cause of the deviation of t2 left, t3 right an t4 right is medial skiving of the tools due to existing skiving potential in planning. More possible contributing factors are high angles which may have led to soft tissue pressure, and sub-optimal platform usage which may have compromise the execution accuracy of t2 and t3 which were outside the operation range. No medial deviation of t11 left was observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.